Event description:
It was reported that the patient was shocked 3 times inappropriately for oversensing of noise and impedance that was greater than 2000 ohms. The lead was replaced and no further patient complications were reported as a result of this event.